Event description:
When extending a uterine incision during a c-section delivery, the physician reported difficulty using the lister bandage scissors. The physician found the scissors were dull causing a delay prior to replacement. The delay resulted in prolonged time to remove a pre-term breech baby. Md requested replacement scissors and proceeded with delivery after the scissors arrived.====================== health professional's impression======================caused a delay from incision to delivery.